Event description:
During routine checks noted pt having trouble with ventricular lead malfunctioning, also battery life is down to 23 mos. The ventricular lead threshold is 7 volts, the pulse width 1.5 milliseconds in bipolar mode. In the unipolar mode there is none, pt therefore needs new ventricular lead, will plan to place new pacemaker battery as well.